Manufacturer narrative:
Patient reported feeling tonic sensation in the location being targeted, thus confirming no migration or fracture of leads. All system testing returned normal results. There does not appear to be any malfunction or failure of the nalu system. Patient requested explant less than 30 days after being implanted and with no notification to nalu. Inability to achieve full pain relief is a known risk of neuromodulation systems.

Event description:
Patient came to nalu after a trial implant from a different neuromodulation device manufacturer. The nalu peripheral nerve stimulator system was implanted on (B)(6) 2023. After the implant the patient reported feeling tonic sensation in the desired location and all system testing returned normal results, however the patient reported dissatisfaction with the level of pain relief being attained. Multiple attempts were made to troubleshoot and reprogram in order to achieve additional pain relief for the patient. Patient requested to have the system removed due to inability to achieve the desired effects from the system. Full system was explanted on (B)(6) 2023. Nalu was not made aware of the explant procedure until (B)(6) 2023, thus no representatives were present at the procedure and were unable to obtain the explanted device for testing.